Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the when the nurse was replacing the helium cylinder the cardiosave intra-aortic balloon pump (iabp) unit equipment leaked air . There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was able to reproduce the customer's complaint, the equipment is leaking, has broken down many times during the warranty period, and has a long maintenance cycle. The current supplier does not provide after-sales service, negotiations have failed, and legal action is being taken. The customer did not give an accurate time for the repair, nor did he refuse the original factory repair. It was just that the department still had equipment that could continue to be used. At present, the number of patients was not large and the machine utilization rate was not high. At the same time, maintenance involved costs and other factors. Unit cleared for clinical use is unknown. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. Device not returned.